Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had left hand and arm swelling as well as vein occlusion and stenosis related to the implant of the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads. The patient was given medication and the leads remain in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.